Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
A seventy-nine-year-old male patient received an impella 5.5 device in the setting of high-risk coronary artery bypass grafting. Prior to device placement, the patient was receiving two intravenous medications to support heart muscle contraction and was on mechanical ventilation. Following insertion of the impella 5.5 device, the patient demonstrated gradual improvement in cardiovascular status. After five days of support, the device was removed due to recovery of native heart function. On the first day of support, the patient received hydroxocobalamin for surgical optimization, after which the urine appeared dark red in color. According to the treating surgeon, this observation was attributed to the medication, not the impella 5.5 device, and the urine color normalized after the medication was discontinued. However, the hematuria will be conservatively coded for the impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4 and e4. Upon review, the primary UDI number and reporter also sent report to FDA? Have been updated. Corrected information was provided in e1 (initial reporter title and zipcode). Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematuria/ ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected d4 serial number. Corrected d4 catalog number. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.